Manufacturer narrative:
(B)(4). Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No physical damage was observed. The driver had power when the trigger was pulled however the red led was flashing which under normal conditions indicates the driver is near its end of life. There was no damage to the distal tip black rubber seal. The driver was subjected to simulated saw bone insertion test. The driver failed the first insertion attempt with a one second stall and the test was discontinued. The motor was connected to dc power supply (ID (B)(4)) and set to approximately 18v. When the trigger was pulled, the motor ran and the led flashed red indicating battery end of life (depletion). The eeprom was parsed and showed that the charge count was 16,912,540 and the cycle count was 683. The trigger was pulled 16 more times by the customer after the red led light condition had been met to notify the customer to replace the device. The batteries were subjected to a simulated load test. Load test results show that all batteries other remarks: (each) were depleted less than 20% capacity. The customer's complaint that the driver failed under a green led light condition cannot be confirmed. The reason the driver lost power was due to battery depletion. Test data reveals that the driver was used beyond useful life and was confirmed with the red blinking light indicating the driver needed to be replaced. The batteries were tested under simulated load conditions and each one was found to be depleted less than 20% capacity. No corrective/preventative actions will be assigned. The driver had no power because the batteries were depleted. The cause for the battery depletion was due to extended use of the device after the red blinking light came on indicating it was time to replace the driver. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The device failed during use; the green light was showing but would not penetrate the bone. A manual insertion was not attempted. There was no patient injury or consequences.

Manufacturer narrative:
(B)(4).

Event description:
The device failed during use; the green light was showing but would not penetrate the bone. A manual insertion was not attempted. There was no patient injury or consequences.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The device failed during use; the green light was showing but would not penetrate the bone. A manual insertion was not attempted. There was no patient injury or consequences.